Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual examination of the returned complaint device revealed that the device does not have visual defects. Functional evaluation was performed and the wire could be advanced without any issues or resistance, also the dilator was totally withdrawn from the sheath and loaded back into it with no issues. This failure is likely due to the adverse event is known and documented in the labeling including both short or long term known complications or adverse reactions. Therefore, the most probable root cause is known inherent risk of device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in the kidney, ureter and bladder for retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the cook ptfe wire and the sensor wire cannot go through the navigator access sheath as there might be something blocking the navigator access sheath. Attempts were made several times and the wire was finally able to go through. Reportedly, the upper ureter got torn because the sheath slipped out. A contour stent was placed to allow the ureter to heal on its own. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in the kidney, ureter and bladder for retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the cook ptfe wire and the sensor wire cannot go through the navigator access sheath as there might be something blocking the navigator access sheath. Attempts were made several times and the wire was finally able to go through. Reportedly, the upper ureter got torn because the sheath slipped out. A contour stent was placed to allow the ureter to heal on its own. No patient complications have been reported as a result of this event.